Manufacturer narrative:
No service was requested. The ventilator was investigated by a third party service provider who reportedly replaced the air gas module. The replaced part was not returned for investigation and no ventilator logs were provided. Due to lack of replaced part and ventilator logs, the root cause has not been determined.

Event description:
It was reported that there was no patient harm. There was no patient involvement. Manufacturer's ref #: (B)(4).